Event description:
It was reported the patient was unable to get any drug for five days and then got drug all at once. Further information was not provided. Patient information, type of drug being delivered, interventions, or patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).